Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. Patient was fine after the surgery.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory and was due to nmi. The device was tested on the bench and no anomalies were noted. Nmi was likely due to high pacing activity at high output when the battery was near eol.